Event description:
A physician reported that an ozark view self-tapping screw in c6 was observed to be fractured in a post-operative x-ray approximately four to six-months after implantation. Revision surgery has not been scheduled.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It was reported that an ozark view self-tapping variable screw had fractured postoperatively. However, screw fracture could not be confirmed since the device was not returned and no images of the construct were available for evaluation. It is not clear what may have caused the screw to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. Ultimately, no root cause could be determined based on the available information.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that an ozark view self-tapping screw in c6 was observed to be fractured in a post-operative x-ray approximately four to six-months after implantation. It is unknown at this time if revision surgery will take place.